Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 438 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose level. The customer stated she got out of the hospital a couple of days ago and had a wound that she was given a antibiotic via intravenous. Customer stated they tried it at home but after 4 doses they told her to be admitted. The device will not be returned for analysis.